Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke and transient ischemic attack. Previously administered products included for avoid pregnancy: birth control pills. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. In (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)., unilateral salpingectomy - right.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). Anatomic pathology diagnosis: a. Uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: - cervix:, no diagnostic alteration. - inactive endometrium with focal ciliated (tubal) metaplasia. Myometrium, no diagnostic alteration. - serosa, no diagnostic alteration. - submitted portion of right fallopian tube; foreign material with surrounding tissue reaction, see microscopic description. B. Surgical hardware, left essure, removal: - findings compatible with implanted wire material (metallic colored). Microscopic: a. Sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. B. No microscopic examination performed, gross examination only right tube didn't close correctly. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Events vaginal bleeding, menorrhagia added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke and transient ischemic attack. Previously administered products included for avoid pregnancy: birth control pills. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)., unilateral salpingectomy - right.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the device dislocation, infection, menstrual disorder, weight increased, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). Anatomic pathology diagnosis: a. Uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: cervix:, no diagnostic alteration, inactive endometrium with focal ciliated (tubal) metaplasia, myometrium, no diagnostic alteration, serosa, no diagnostic alteration, submitted portion of right fallopian tube; foreign material with surrounding tissue, reaction, see microscopic description, surgical hardware, left essure, removal: findings compatible with implanted wire material (metallic colored), microscopic: sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. B. No microscopic examination performed, gross examination only right tube didn't close correctly. Essure confirmation test : (B)(6) 2015: right tube didn't close correctly. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Events:psychological or psychiatric problem (depression and mental anguish) were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke and transient ischemic attack. Previously administered products included for avoid pregnancy: birth control pills. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)., unilateral salpingectomy - right.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and genital haemorrhage had resolved and the device dislocation, infection, menstrual disorder, weight increased, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and uti discrepancy noted in insertion date- (B)(6) 2014 and explant date (B)(6) 2015 discrepancy noted: date(s) of insertion: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).. Diagnostic results: anatomic pathology diagnosis: a. Uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: - cervix:, no diagnostic alteration - inactive endometrium with focal ciliated (tubal) metaplasia ¿ myometrium, no diagnostic alteration - serosa, no diagnostic alteration - submitted portion of right fallopian tube; foreign material with surrounding tissue reaction, see microscopic description b. Surgical hardware, left essure, removal: - findings compatible with implanted wire material (metallic colored) microscopic: a. Sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. B. No microscopic examination performed, gross examination only right tube didn't close correctly. Essure confirmation test :(B)(6) 2015: right tube didn't close correctly. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke and transient ischemic attack. Previously administered products included for avoid pregnancy: birth control pills. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed).) And surgery (hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, infection, menstrual disorder and weight increased outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). Anatomic pathology diagnosis: uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: cervix:, no diagnostic alteration. Inactive endometrium with focal ciliated (tubal) metaplasia. Myometrium, no diagnostic alteration. Serosa, no diagnostic alteration. Submitted portion of right fallopian tube; foreign material with surrounding tissue reaction, see microscopic description. Surgical hardware, left essure, removal: findings compatible with implanted wire material (metallic colored). Microscopic: sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. No microscopic examination performed, gross examination only. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received :weight gain, pain, abdomen pain (constant) and migration of essure device are added as events. Reporter and patient data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus test positive in (B)(6) 2016, gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke, transient ischemic attack, mood swings, yeast infection, stroke, uterine dilation and curettage, bacterial vaginosis and urinary incontinence. Previously administered products included for avoid pregnancy: birth control pills; for an unreported indication: coumadin. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)., unilateral salpingectomy - right.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection and genital haemorrhage had resolved and the device dislocation, infection, menstrual disorder, weight increased, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and uti discrepancy noted in insertion date- (B)(6) 2014 and explant date (B)(6) 2015. Discrepancy noted: date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).; on (B)(6) 2015: impression: 1. Patent right fallopian tube with free peritoneal spillage. 2. Occluded left fallopian tube.; on (B)(6) 2015: impression: continued patency of the right fallopian tube with free peritoneal spillage. Total occlusion of the left fallopian tube. Diagnostic results: anatomic pathology diagnosis: a. Uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: cervix:, no diagnostic alteration. Inactive endometrium with focal ciliated (tubal) metaplasia. Myometrium, no diagnostic alteration. Serosa, no diagnostic alteration. Submitted portion of right fallopian tube; foreign material with surrounding tissue reaction, see microscopic description. B. Surgical hardware, left essure, removal: findings compatible with implanted wire material (metallic colored). Microscopic: a. Sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. B. No microscopic examination performed, gross examination only right tube didn't close correctly. Essure confirmation test : (B)(6) 2015: right tube didn't close correctly. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: reporter, medical history and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke and transient ischemic attack. Previously administered products included for avoid pregnancy: birth control pills. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection"), post procedural complication ("post procedural complication") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)., unilateral salpingectomy - right.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and genital haemorrhage had resolved and the device dislocation, infection, menstrual disorder, weight increased, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and uti discrepancy noted in insertion date- (B)(6) 2014 and explant date (B)(6) 2015 discrepancy noted: date(s) of insertion: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).. Diagnostic results: anatomic pathology diagnosis: a. Uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: - cervix:, no diagnostic alteration - inactive endometrium with focal ciliated (tubal) metaplasia ¿ myometrium, no diagnostic alteration - serosa, no diagnostic alteration - submitted portion of right fallopian tube; foreign material with surrounding tissue reaction, see microscopic description b. Surgical hardware, left essure, removal: - findings compatible with implanted wire material (metallic colored) microscopic: a. Sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. B. No microscopic examination performed, gross examination only right tube didn't close correctly. Essure confirmation test :(B)(6) 2015: right tube didn't close correctly. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new event added: abnormal bleeding. Outcome of event vaginal bleeding, pelvic pain, uti added as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain, pain') and device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2013), gastroesophageal reflux disease, stroke and transient ischemic attack. Previously administered products included for avoid pregnancy: birth control pills. Concurrent conditions included chronic sinusitis since 1998 and smoker (smoking status: every day smoker). Family history included diabetes (maternal grandfather) and hypertension (maternal grandfather). Concomitant products included warfarin sodium (coumadin) for cerebrovascular accident prophylaxis as well as fluconazole and netrinozole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, infection ("infections"), menstrual disorder ("menstruation issues"), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed)., unilateral salpingectomy - right.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device dislocation, infection, menstrual disorder, weight increased, vaginal haemorrhage, anxiety, depression, urinary tract infection and post procedural complication outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: pelvic pain, menorrhagia and uti discrepancy noted in insertion date- (B)(6) 2014 and 0explant date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded).. Diagnostic results: anatomic pathology diagnosis: a. Uterus and portion of right fallopian tube; hysterectomy and partial right salpingectomy: cervix:, no diagnostic alteration; inactive endometrium with focal ciliated (tubal) metaplasia. Myometrium, no diagnostic alteration. Serosa, no diagnostic alteration; submitted portion of right fallopian tube; foreign material with surrounding tissue reaction, see microscopic description; b. Surgical hardware, left essure, removal: findings compatible with implanted wire material (metallic colored) microscopic: a. Sections from the uterus and portion of submitted right fallopian tube show benign findings characterized in the diagnostic section no histopathologic alteration is observed in the uterus. The submitted portion of fallopian tube shows smooth muscle tissue with a possible central lumen containing foreign material with a surrounding tissue reaction including occasional giant cells and chronic inflammation. No lubal epithelium is seen on the examined tissue sections. No atypical hyperplasia is seen tn the endometrium and no carcinoma ls seen on any of the examined tissue sections. B. No microscopic examination performed, gross examination only right tube didn't close correctly. Essure confirmation test : (B)(6) 2015: right tube didn't close correctly. Concerning the injuries reported in this case, the following ones were described in patient¿s pfs: pelvic pain, abdominal pain and device dislocation from medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event urinary tract infection and post procedural complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.